Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: the "power supply" has been identified to be the faulty component. Correction: replaced the defective component.

Event description:
The following was reported to hamilton medical ag: summary: loss of external power.